Event description:
It was difficult to screw the set screw and the proximal plug into the nail. When the surgical procedure was finished it was discovered that the tip of the screwdriver twisted. There was no adverse consequence for the pt or delay in surgery or anesthesia time.